Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to dislodgement. This lead was never in service and a new lead was placed. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).